Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump shut off unexpectedly. Additionally, it was reported that the battery gauge was fluctuating. Customer's blood glucose (bg) level was displayed as high; cause was not known. Customer administered a manual injection to address bg level. Customer reverted to manual injection for insulin therapy.